Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) act buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button.

Event description:
The customer reported via phone call that insulin pump had no delivery alarm. The customer's blood glucose value was 146 mg/dl. Customer stated the no delivery was happened since he has got his replacement pump. Customer declined to continue troubleshooting. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.